Event description:
4/28/95 pt visited dr for severe abdominal pain. X-rays and CT showed foreign body in bowel. Surgery performed to remove foreign body. Review of pt history and charts show a 12/94 admission and an order for a feeding tube on 12/19/94. This tube apparently was replaced on 1/4/95 however there is no record of this tube breaking.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.